Manufacturer narrative:
During failure analysis the customer's complaint could not be duplicated, however, corrosion damage was noted within the internal components of the device. Corrosion damage to the motor was identified as the probable cause of the failure; the presence of corrosion between moving parts can lead to increased friction which can lead to increased heat product. Corrosion damage is known to occur over time with repeated autoclave cycles. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker core microdrill was sent in for eval due to overheating during testing. The event occurred during routine maintenance visit. There was no pt involvement; no adverse consequence was associated with the event.